Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt reported constant tenderness at the ipg pocket. In addition, when the pt is charging the ipg, she reported feeling a burning sensation. It was reported there were no signs of infection. The pt was going to try charging for shorter intervals and adding more fabric during charging. The pt has a f/u appointment scheduled for the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.